Manufacturer narrative:
Device evaluated by manufacturer. Device evaluation is not required as it will not provide additional relevant information to the reported event.

Event description:
Additional patient and product information was provided by the patient's treating physician. The patient then underwent surgery to have the lead pin reinserted into the connector block. After the lead pin was reinserted, the high impedance was resolved.

Event description:
X-rays were sent in to the manufacturer to review for a possible device failure. The x-rays were reviewed but there was no apparent cause for the high impedance identified in the reviewed x-rays. Additional information was later provided indicating that the reason the x-rays were sent in for review was because high impedance had been identified on both a system and a normal mode diagnostic test. The patient had reportedly been implanted in (B)(6) 2017. No further relevant information has been received to date and no known surgical intervention has occurred to date.